Manufacturer narrative:
Investigation included technical support review and user coaching. Investigation of this case revealed that the device delivered as commanded and that user actions, including cancellation of the first meal bolus and an unannounced carbohydrate intake, were likely contributory to the hyperglycemia. It was concluded that the device functioned within specifications and that the event was attributable to use-related factors rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that a caregiver sought assistance on viewing insulin on board after two meal announcements were entered for a pediatric ilet user; one announcement was canceled approximately 10% into delivery and a second was delivered in full, with subsequent hyperglycemia reportedly associated with an unannounced snack. Symptoms included elevated blood glucose measured at 301 mg/dl without reports of injury. Outcomes included user education on locating iob and viewing pump-delivered dosing, with no alerts or alarms and no medical intervention or hospitalization.